Event description:
Femoral component wwore through the entire plastic of tibia and was wearing on "metal to metal". Removed femor, tibia and patella and replaced them with a revision stemmed femor, stemmed baseplate and mod revision tibia insert. The patella was not replaceddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.